Manufacturer narrative:
The pump was received with button error alarm and had unresponsive act button due to moisture damage keypad traces. There was no moisture damage on electronic assembly during visual inspection. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keypad is unresponsive. The customer also states a previous event where they found moisture on the screen. The customer states it dried up, but left a line on the screen. The customer's blood glucose at the time was 202mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.